Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturer (galemed) for evaluation. Galemed reports that a visual exam was performed and it was observed that the cushion was damaged along the edge of the hard shell. It was also reported that "the masks were 100% checked by double hands pressing at the assembly line. This defect can be distinguished at the inspection process. The product was pressed by large out force during transportation and the cushion was hit by the edge of the hard shell and that caused the leakage."

Event description:
Customer reported the mask leaked during use. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the mask leaked during use. Additional information was requested, but not available at the time of this report.